Event description:
It was reported the implantable neurostimulator (ins) was explanted due to the ins being exposed. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomalies. It was noted the the implantable neurostimulator was functionally ok and insignificant anomalies were found.

Manufacturer narrative:
Product ID: 74002, lot# unknown, product type: adapter. Product ID: 7496-51, serial# (B)(4), product type: extension. Product ID: 7496-51, serial# (B)(4), product type: extension. Product ID: 3550-29, lot# unknown, product type: accessory. Product ID: 3586, serial# (B)(4), product type: lead. Product ID: 3986a, lot# n0031748, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Event date approximate . Information references the main component of the system and other applicable components are: product ID: 74002, lot# unknown, product type: adapter. Product ID: 7496-51, serial# (B)(4), product type: extension. Product ID: 7496-51, serial# (B)(4), product type: extension. Product ID: 3550-29, lot# unknown, product type: accessory. Product ID: 3586, serial# (B)(4), product type: lead. Product ID: 3986a, lot# n0031748, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient states he had 2 falls, after which the wires stopped working. Patient states he is not sure if the wires were broken or just knocked out of place. Patient states he had surgery performed at that time to resolve and that there was so much scar tissue that he doctor had to sit on his back on the operating table to grind it off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.